Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the tip of the expressew iii needle broke inside the patient´s body. Fragments were not removed. The patient is now complaining about shoulder pain, therefore a second procedure is being scheduled to remove the fragments. No replacement requested. The device was discarded by the staff. Additional information received from the affiliate reported the follow-up surgery for foreign body removal is scheduled for (B)(6) 2020. It was reported the patient learned of the needle fragment about 2 weeks post-op of the original surgery. It was reported the needle fragment appeared lodged in the soft tissue and did not move on serial x-rays until recently when the patient developed pain. During an MRI the needle fragment was found inside the glenohumeral joint the additional information also stated the surgeon did not have knowledge of the needle breakage during the initial procedure. The affiliate reported the patient is taking oral pain medication and limiting his use of that shoulder.